Event description:
A customer observed negatively biased glu results for a pt sample on the 5,1 fs analyzer. The biased result was not reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event showed that biased results were obtained from a single glu cartridge. There was no evidence of analyzer malfunction. Qc results were acceptable. The root cause of the event was not determined.